Event description:
It was reported that an unspecified product performance allegation was made against the implantable cardioverter defibrillator (ICD). The information provided was limited at that time. No adverse patient effects were reported. Additional information was received indicating that a lead disconnected from the ICD device. Evidence suggest that a surgical procedure took place, but the specific details were not provided. The patient reported pain. No additional adverse patient effects were reported. According to the information provided, the device remains in service at this time. Additional information was received indicating that no lead disconnected, and that there is no concern or evidence of malfunction for the ICD device. This was a case of right atrial (ra) lead dislodgement from its original implanted position. The patient reported pain, and they are currently waiting for a ra lead repositioning, but the waiting lists are long in the public hospitals. The implantable device was reprogrammed, and no additional adverse patient effects were reported. The ra lead remain in service and a procedure has not yet been performed. Of note, this incident was handled internally by the hospital, between the cardiac physiologist and the consultant, with no boston scientific representative involved, so the information was limited and further investigation had to be performed to gather additional details.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that an unspecified product performance allegation was made against this implantable cardioverter defibrillator (ICD). The information provided is limited, and no further details have been provided at this time. No adverse patient effects have been reported. Additional information was received indicating that a lead disconnected from this ICD device. Evidence suggest that a surgical procedure took place, but the specific details have not been provided. The patient reported pain. No additional adverse patient effects were reported. According to the information provided, the device remains in service at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that an unspecified product performance allegation was made against this implantable cardioverter defibrillator (ICD). The information provided is limited, and no further details have been provided at this time. No adverse patient effects have been reported. Additional information was received indicating that a lead disconnected from this ICD device. Evidence suggest that a surgical procedure took place, but the specific details have not been provided. The patient reported pain. No additional adverse patient effects were reported. According to the information provided, the device remains in service at this time. Additional information was received indicating that no lead disconnected, and that there is no concern or evidence of malfunction for the ICD device. This was a case of right atrial (ra) lead dislodgement from its original implanted position. The patient reported pain, and they are currently waiting for a ra lead repositioning, but the waiting lists are long in the public hospitals. The implantable device was reprogrammed, and no additional adverse patient effects were reported. The ra lead remain in service and a procedure has not yet been performed. Of note, this incident was handled internally by the hospital, between the cardiac physiologist and the consultant, with no boston scientific representative involved, so the information was limited and further investigation had to be performed to gather additional details.